Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5076952) on 15-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("excessive bleeding"), ovarian cyst ruptured ("ovarian cysts (bursting)") and rheumatoid arthritis ("rheumatoid arthritis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid (vitamin c), biotin, cyanocobalamin-tannin complex (b12), hydroxychloroquine phosphate (plaquenil), multivitamin, power port device, tocilizumab and vitamin d nos. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced procedural pain ("coil insertion painful"). On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), vaginal haemorrhage ("spotting"), adnexa uteri pain ("ovarian pain"), swelling ("swelling"), abdominal pain ("abdominal pain"), abdominal distension ("swelling / abdominal bloating"), ovulation pain ("cramping before/during/after ovulation"), menstrual disorder ("period abnormal"), feeling abnormal ("brain fog"), platelet count decreased ("low platelets"), dental caries ("teeth crumbling / cavities"), alopecia ("hair loss"), trichorrhexis ("brittle hair"), hypoaesthesia ("numbness in hands and fingers"), paraesthesia ("tingling in hands and fingers"), insomnia ("sleeping problems / insomnia"), fatigue ("exhaustion / fatigue"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), palpitations ("heart palpitations"), flatulence ("abdominal gas"), tinnitus ("ringing in ears"), pain of skin ("skin sensitivity"), constipation ("constipation"), dysgeusia ("metal taste"), vertigo ("vertigo"), dizziness ("dizziness"), vision blurred ("blurred vision"), feeling cold ("body always cold"), chills ("chills"), arthropathy ("joint problems"), back disorder ("back problems"), pain ("body pain"), irritability ("exasperates"), arthralgia ("pains down front of hips and thighs"), bursitis ("constant inflamed right side hip / bursitis"), dyspareunia ("painful sex"), loss of libido ("loss of interest in sex"), sexual dysfunction ("sexual dysfunction"), anxiety ("anxiety") and depressed mood ("regret"). The patient was treated with oral contraceptive nos. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst ruptured, rheumatoid arthritis, procedural pain, vaginal haemorrhage, adnexa uteri pain, swelling, abdominal pain, abdominal distension, ovulation pain, menstrual disorder, feeling abnormal, platelet count decreased, dental caries, alopecia, trichorrhexis, hypoaesthesia, paraesthesia, insomnia, fatigue, breast pain, breast tenderness, palpitations, flatulence, tinnitus, pain of skin, constipation, dysgeusia, vertigo, dizziness, vision blurred, feeling cold, chills, arthropathy, back disorder, pain, irritability, arthralgia, bursitis, dyspareunia, loss of libido, sexual dysfunction, anxiety and depressed mood outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, anxiety, arthralgia, arthropathy, back disorder, breast pain, breast tenderness, bursitis, chills, constipation, dental caries, depressed mood, dizziness, dysgeusia, dyspareunia, fatigue, feeling abnormal, feeling cold, flatulence, genital haemorrhage, hypoaesthesia, insomnia, irritability, loss of libido, menstrual disorder, ovarian cyst ruptured, ovulation pain, pain, pain of skin, palpitations, paraesthesia, pelvic pain, platelet count decreased, procedural pain, rheumatoid arthritis, sexual dysfunction, swelling, tinnitus, trichorrhexis, vaginal haemorrhage, vertigo and vision blurred to be related to essure. The reporter commented: consumer mentioned disability/permanent damage as event outcome, however she did not specify it. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5076952) on 15-may-2018. The most recent information was received on 14-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("excessive bleeding"), ovarian cyst ruptured ("ovarian cysts (bursting)") and rheumatoid arthritis ("rheumatoid arthritis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid (vitamin c), biotin, cyanocobalamin-tannin complex (b12), hydroxychloroquine phosphate (plaquenil), multivitamin, power port device, tocilizumab and vitamin d nos. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced procedural pain ("coil insertion painful"). On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), vaginal haemorrhage ("spotting"), adnexa uteri pain ("ovarian pain"), swelling ("swelling"), abdominal pain ("abdominal pain"), abdominal distension ("swelling / abdominal bloating"), ovulation pain ("cramping before/during/after ovulation"), menstrual disorder ("period abnormal"), feeling abnormal ("brain fog"), platelet count decreased ("low platelets"), dental caries ("teeth crumbling / cavities"), alopecia ("hair loss"), trichorrhexis ("brittle hair"), hypoaesthesia ("numbness in hands and fingers"), paraesthesia ("tingling in hands and fingers"), insomnia ("sleeping problems / insomnia"), fatigue ("exhaustion / fatigue"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), palpitations ("heart palpitations"), flatulence ("abdominal gas"), tinnitus ("ringing in ears"), pain of skin ("skin sensitivity"), constipation ("constipation"), dysgeusia ("metal taste"), vertigo ("vertigo"), dizziness ("dizziness"), vision blurred ("blurred vision"), feeling cold ("body always cold"), chills ("chills"), arthropathy ("joint problems"), back disorder ("back problems"), pain ("body pain"), anger ("exasperates"), pain in extremity ("pains down front of hips and thighs"), bursitis ("constant inflamed right side hip / bursitis"), dyspareunia ("painful sex"), loss of libido ("loss of interest in sex"), sexual dysfunction ("sexual dysfunction"), anxiety ("anxiety") and depressed mood ("regret"). The patient was treated with oral contraceptive nos. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst ruptured, rheumatoid arthritis, procedural pain, vaginal haemorrhage, adnexa uteri pain, swelling, abdominal pain, abdominal distension, ovulation pain, menstrual disorder, feeling abnormal, platelet count decreased, dental caries, alopecia, trichorrhexis, hypoaesthesia, paraesthesia, insomnia, fatigue, breast pain, breast tenderness, palpitations, flatulence, tinnitus, pain of skin, constipation, dysgeusia, vertigo, dizziness, vision blurred, feeling cold, chills, arthropathy, back disorder, pain, anger, pain in extremity, bursitis, dyspareunia, loss of libido, sexual dysfunction, anxiety and depressed mood outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, anger, anxiety, arthropathy, back disorder, breast pain, breast tenderness, bursitis, chills, constipation, dental caries, depressed mood, dizziness, dysgeusia, dyspareunia, fatigue, feeling abnormal, feeling cold, flatulence, genital haemorrhage, hypoaesthesia, insomnia, loss of libido, menstrual disorder, ovarian cyst ruptured, ovulation pain, pain, pain in extremity, pain of skin, palpitations, paraesthesia, pelvic pain, platelet count decreased, procedural pain, rheumatoid arthritis, sexual dysfunction, swelling, tinnitus, trichorrhexis, vaginal haemorrhage, vertigo and vision blurred to be related to essure. The reporter commented: consumer mentioned disability/permanent damage as event outcome, however she did not specify it. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of ptc. (Product quality complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.